Event description:
It was reported that the patient thought the ptm was giving more boluses than it should. At an appointment with the health care professional (hcp) yesterday, the hcp delivered a bolus and 5 minutes later successfully delivered another bolus. The patient confirmed with the health care professional (hcp) yesterday that the bolus was delivered but ¿she cannot tell by ptm response.¿ the patient heard beeping and saw an orange light; however, this was not the same as the successful bolus delivery. The patient had bad vision and "many issues" that affected the patient. Troubleshooting was limited as the patient was not due for a bolus during the time of the call and due to her short term memory issues. At the time of the report, the patient was overmedicated and was trying to wean off slowly. The pump delivered dilaudid. Additional information was requested to clarify event details regarding the ptm giving more boluses, patient symptoms and outcome. This information was not available at the time of the report. If additional information is received, a follow-up report will be sent.

Event description:
It was later reported that, in regards to the previous report of the hcp delivering one bolus and another bolus 5 minutes later, it was unclear if a physician bolus delivered a ptm bolus. The ptm was not delivering more boluses than it should have been. It was noted that the patient and caregivers were unsure of the ptm delivery. The patient was switched to flex-dosing on (B)(6) 2014 with improved pain relief.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8780, serial# (B)(4), implanted: 2014 (B)(6); product type catheter. (B)(4).